Manufacturer narrative:
The device in question was returned to olympus for investigation. The investigation revealed a portion of the device was broken off. In addition, the grasping section was loose and the teflon jaw had a burn mark. However, olympus was unable to conclusively determine the cause of the users experience. The device was forwarded to the original equipment manufacturer for further investigation. If further, significant information becomes available, a supplemental report will follow.

Event description:
The hospital reported the tip of the device broke off during a procedure. The piece was retrieved, and the procedure completed with the use of another similar device. There was no allegation of harm.